Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: a4 - patient weight should have been 177 pounds instead of 175 pounds. Correction: e1 - initial reporter updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue.